Manufacturer narrative:
Based on the claim against the product by the customer noting the insulation damage, an investigation was completed to determine the cause of this reported event. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported issue. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. Common causes of this failure are typically attributed to component failure. This complaint is reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument insulation had a tear. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during central processing. It was unknown if this was occurred during the last procedure the instrument was used in.